Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field oversensing resulting in inappropriate atrial tachy response episodes. Technical services provided programming recommendations and the device was re-programmed as the patient was in the clinic. At this time, the device remains in service. No adverse patient effects were reported.